Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with two mentor 375cc memorygel breast implants and suffered bilateral asymmetry postoperatively. An MRI performed on (B)(6) 2019 indicated possible bilateral rupture. On (B)(6) 2019, the patient underwent bilateral removal and replacement with allergan prostheses, but neither of the explanted devices were ruptured. The patient¿s right-sided device did exhibit signs of gel bleed, and mild capsular contracture was also noted on this side. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/7/2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During evaluation of the sample it was observed to be intact. No anomalies were observed. Anisomastia, or breast asymmetry, may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).